Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of will not reverse was not confirmed. However, during evaluation it was observed that the motor failed the torque test. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not work in reverse. During service and evaluation it was found that the motor had seized and was rough running. It was also noted that the device failed pre-repair diagnostic tests for motor torque, and power at the motor with test bench. It was not reported if the device was used in surgery, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.